Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with cracked retainer, cracked battery tube threads, cracked case at battery tube threads side and fading serial number label. The test infusion set/reservoir remains in place in the reservoir compartment.

Event description:
Information received by medtronic indicated that back of the battery compartment of the insulin pump had a crack. The insulin pump was neither bumped nor dropped. Reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.